Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons stopped responding. Customer's blood glucose was 462 mg/dl, for which she treated with manual injection. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had a cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, a broken reservoir tube lip and a missing reservoir tube o-ring.